Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and was unable to duplicate over temp alarm. The fse replaced the pim (d997-00-1178) due to a failed test. Completed repair successfully. Unit passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) experienced an over temperature alarm during use on patient. There was no injury or harm reported.